Manufacturer narrative:
H.6. Investigation: one sealed 30g x 5mm safety pen needle sample and one photo was returned from lot. No. 9175914, cat. No. 329505. Visual examination was carried out on the returned sample and photo and an extra piece of cannula sticking out through the teardrop label was observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause of this issue is due to a loose cannula being inserted into the part during the assembly process.

Event description:
It was reported that bd autoshield¿ duo pen needle 30g x 5mm leaked before use. The following information was provided by the initial reporter: inner needle leakage. The inner needle passes through the aluminum mold paper.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd autoshield¿ duo pen needle 30g x 5mm leaked before use. The following information was provided by the initial reporter: inner needle leakage. The inner needle passes through the aluminum mold paper.